Event description:
It was reported the a revision surgery was done on (B)(6) 2015 with a 14mm hollow drill and a proximal tibial window using a zig-zaz shaped punch. The panta screw broke, confirmed via x-ray.

Manufacturer narrative:
Integra has completed their internal investigation on 15apr2016. The additional investigation activities included: methods: review of device history records. Review of complaint history. Results: a review of the device history record cannot be performed as no product code or manufacturing lot numbers are provided. A review of the complaint system was performed. This is the third incident (four database files as one incident is linked to two files) reported to newdeal about a breakage of a panta® nail fully threaded screw diameter 5mm for the past two years. During the same time period, (B)(4) panta® nail fully threaded screws diameter 5mm were sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. Conclusion: given the description of the event and the observations made during the investigation, the root cause of the incident cannot be determined. Lack of product codes and manufacturing lot number do not allow us to perform complete investigation.

Manufacturer narrative:
Complementary information received on 16 december 2015: the panta nail is taken home by the patient. It was original placed in (B)(6) and in that hospital they also tried to get out the panta and ruined the system and that¿s why it was almost impossible to get it out normally.